Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube is dent, image had noise, damage to the charged coupled device and component failure of the the charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: outer tube was dent was caused by a component failure of the outer tube and the image noise was caused by a component failure of the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited that outer tube was dent and image had noise due to damage to the charged coupled device. There was no patient involvement.